Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy at a rate of 40ml/hr and a volume to be infused of 40ml for a one hour run time. The delivered amount was 39.192ml which is an error percentage of -2.02% which is within 5% specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused during delivery to a patient (medication was not provided). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log for the reported event date shows air in line alarms and downstream occlusion alarms that could have potentially interrupted the programmed infusion. Should additional relevant information become available, a supplemental report will be submitted.